Manufacturer narrative:
Analysis of programming history. Results: analysis of programming history was not able to confirm the reported setting change.

Event description:
It was reported to manufacturer by the physician that during a follow up visit, the physician programmed the vns patient's device to 5 minutes off, however, upon interrogation at the next visit, the patient's parameter was set to 60 minutes off. In addition, the physician stated the patient was set to 1.5 ma and upon interrogation was actually set to 1.25 ma. A flashcard was sent to the physician to obtain programming history. Review of programming history revealed that there was no indication that the patient's off time was ever set to 60 minutes. According to the history, the patient has only been set to 5 minutes off time. There was also no parameter or diagnostic history available to review prior to (B) (6) 2005.